Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The results were not reported out of the lab. Upon repeat testing lower na results were obtained. There was no impact to patient treatment.

Manufacturer narrative:
The ise system is calibrated twice daily and qc is run at that time. Prior to and after the event, qc results have been within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse replaced several hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.